Event description:
Information received indicates the valve was explanted due to extensive pannus overgrowth. Inspection at retrieval noted possible calcification, cuspal stiffening and thrombus on the device. The product was replaced with no additional patient complication reported.